Event description:
Laparoscopic low anterior resection with anastomosis. According to the medwatch report: leak discovered during surgery, but corrected during surgery. Add'l info received from the account stated there was no documentation in the record regarding the leak in the op report for the "low anterior resection". Just the md comments to or staff in july. However, I believe this report actually references a "left colon resection, jejunal resection, omentectomy" that was performed in 2008. In that case, leakage was noted around the anastomosis site and had to be oversewn. Pt later developed a post-op abscess around the anastamosis site. Product info was not available. Per the op report, leakage was noted from the posterior of the anastomosis near the enterotomies for insertion of the arms of the gia. This was closed with interrupted 3.0 chromic sutures on the posterior wall, which were then inverted with 3-0 silk lembert sutures. Because this was a new stapling device, the small bowel anastomosis was treated the same way, reinforcing the posterior aspect of the staple line with 3-0 silk lembert sutures also. The procedure was open from the beginning. Ebl was 875, but no mention was made as to whether this increased due to leakage. Or time extension was not known. No tissue damage. The initial hospital stay was not extended. The pt was readmitted for 11 days due to intra-abdominal abscess with colonic anastomotic leak. I have no add'l records after that admission. Product is not available for examination.